Event description:
It was reported that vessel dissection occurred. The 95% stenosed target lesion was located in distal right coronary artery (rca). Pre-dilation was performed with a 2.00x15mm balloon catheter. A 3.00 x 38 synergy ii drug-eluting stent (des) was advanced and deployed at 14 atmospheres to treat the lesion. However, intimal dissection of the artery was found at the distal rca, at the end of the stent. Another 3 x 16mm synergy des was deployed to cover the dissection. Post-dilation was performed with a 3.5x12mm nc balloon catheter and the procedure was completed. No further patient complications were reported and the patient status was stable.

Event description:
It was reported that vessel dissection occurred. The 95% stenosed target lesion was located in distal right coronary artery (rca). Pre-dilation was performed with a 2.00x15mm balloon catheter. A 3.00 x 38 synergy ii drug-eluting stent (des) was advanced and deployed at 14 atmospheres to treat the lesion. However, intimal dissection of the artery was found at the distal rca, at the end of the stent. Another 3 x 16mm synergy des was deployed to cover the dissection. Post-dilation was performed with a 3.5x12mm nc balloon catheter and the procedure was completed. No further patient complications were reported and the patient status was stable. It was further reported that the dissection grade was flow limiting and the procedure was completed with another synergy des.